Event description:
It was reported that the user experienced hyperglycemia while using the ilet system, with glucose readings escalating above 400 mg/dl after a meal announcement, and the user sought confirmation that insulin was being delivered; the user was guided through tubing fill verification with visible drops and was advised to replace the teflon infusion set. Symptoms included elevated blood glucose. Outcomes included troubleshooting and user education with no alerts or alarms and no medical treatment or hospitalization. Investigation included technical support review of delivery history, guided user checks for flow through tubing, and user-directed infusion set replacement. Investigation of this case revealed that insulin delivery was occurring per system records, but hyperglycemia persisted with an unclear cause prior to infusion set change. It was concluded that the cause of hyperglycemia was unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.